Event description:
It was reported that high ventricular thresholds were noted on the ventricular lead due to capture management. The in-office threshold was lower, so reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).